Event description:
It was reported that during a scheduled pm cardiosave intra aortic balloon pump (iabp) console cover was detected to be bend. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, it was found that the console cover was detected to be bend, so the complaint (B)(4) is not reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a.